Event description:
It was reported to tyco healthcare/kendall that a nurse sustained a needle stick. According to the customer the needle was protruding through the side of a sharps container and stuck the nurse in the forearm.